Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level while using the insulin pump, the customers blood glucose level was 513mg/dl. The customer was treated with insulin bolus and the insulin pump will be returned for analysis.